Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Reportedly, the customer continued to use the pump for insulin therapy. It was also reported that the battery gauge was fluctuating. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.